Event description:
It was reported while using the cot in manual mode, due to an uncharged battery, the medic crew was "allegeldy" unable to lower the legs of the stretcher. A backup unit was called to continue the patient transport. No injuries or adverse effects to the patient or crew were reported as a result of the incident.

Event description:
It was reported while using the cot in manual mode, due to an uncharged battery, the medic crew was allegeldy unable to lower the legs of the stretcher. A backup unit was called to continue the patient transport. No injuries or adverse effects to the patient or crew were reported as a result of the incident.

Manufacturer narrative:
An authorized field technician was dispatched to evaluate the stretcher at the complainant's location. A visual and functional evaluation was conducted and it was determined the battery failure was due to a kinked ics wire near the connection with the floor cable allowing for intermittant charging of the battery. The ics wire was replaced and the unit was verified to be charging as intended. The manual release system of the stretcher was also evaluated and was found to be operating as intended. The alleged issue of the manual release not working could not be duplicated. No additional information has been provided regarding any later alleged adverse effects to the patient as a result of the incident.